Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received a missing end cap sticker, a cracked reservoir tube, a cracked battery tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer replaced the battery on the device and nothing is coming on, the screen is blank. The customer's blood glucose was unknown. Troubleshooting was performed and the display did not return. Customer was then advised to clean the battery compartment and leave the battery out for 10 minutes, and the battery still didn't return. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be returned for analysis. Customer agreed to return the device for analysis.